Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, a cuff miss occurred. The closure device was removed and a second proglide was used. After suture retrieval, the device was withdrawn but the knot was unable to be advanced to the arterial surface. Hemostasis was achieved with manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The perclose proglide, part #12673-03, lot #54112-6h is being filed under a separate manufacturer report number.